Manufacturer narrative:
Additional surgical procedure was required to retrieve the detached material, but there is no code available. The involved device was returned and evaluated. Examination of the separated segment from the radifocus guidewire confirmed: the fractured segment was found to be flat indicating that the fracture was not caused by a pulling force; the urethane layer was found to have been partially stretched outward, indicating it was ripped off by a pulling force; magnified inspection revealed there was no trace of a flaw or kink in the area adjacent to the fracture; the lateral side showed generation of creases in the circumferential direction on the urethane layer indicating that a bending force was used. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the device being subjected to push-and-pulling and/or torque manipulations, where repetitive bending forces were generated on the actual sample at a local point and metal fatigue occurred, resulting in the reported separation. The potential for such an event is addressed in the instructions-for-use. The IFU states: "do not apply repetitive bending force to one specific point of the device as this may cause damage to the guide wire m." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported the distal segment of the wire was fractured during a percutaneous transluminal angioplasty procedure. Follow-up information from the user facility confirmed: during the procedure an approximately 6mm portion of the device became separated in the patient; the fractured segment was surgically removed from the patient; two days later the patient returned to the hospital as he felt uncomfortable at the shunted area; a second piece of the guidewire measuring 45mm was found to be still remaining in the patient's body; the second piece was also surgically removed; and patient is reported to be doing fine.